Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to inadequate dialysis further described as late arrival of the supply of dialysis products ordered "through a government scheme". It was reported that the patient was hospitalized on an unknown date "for four to five" days. The patient was treated with ceftazidime injection (1 g, route and frequency not reported), vancomycin injection (1 gm, frequency and route not reported) for peritonitis. At the time of this report, antibiotic therapy was ongoing and the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.